Manufacturer narrative:
If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that:" pt complained of pain in hip. Debris and scratches were found. Dr. (B)(6) might be able to forward pictures. Corrosion around neck junction no op notes or x-rays available. Product returned to pt."